Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that there was a crack on the case. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.